Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedance of the right ventricular (rv) lead was elevated. The lead was reprogrammed and switched to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.